Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient presented with intermittent capture. The lead was explanted and replaced. The physician noted that no suture sleeves were used during the original implant procedure.